Manufacturer narrative:
(B)(4). Eval, results: (arterial/vessel occlusion). Results/conclusion: (small external iliacs).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 60 days ago. Vessel morphology was reported as small external iliacs that were not tortuous or calcified. It was reported that this case was originally done percutaneously whereby a slow, delayed outflow was noted, after using the closure device. The pt presented emergently, one month ago, with a cold foot. A CT and an ultra sound duplex confirmed that the ipsilateral limb was occluded, possibly due to thrombus. There was no kink in the graft, but there was focal stenosis about three stent rings proximally, on the ipsilateral side. The physician used an angioplasty balloon and a catheter to declot the limb. Another endurant limb (16x13 or 13x13) was also used to reline the ipsilateral side from the flow divider down the length of the limb. No add'l clinical sequelae were reported and the pt is fine.